Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level ranged from 260-300mg/dl. The customer was to administer a manual injection and change their supplies to address their bg level. System check was performed and the pump performed as intended. During follow-up, it was reported that the customer observed insulin exit and flow back into the infusion set tubing and the cartridge pigtail, this would occur when the customer was both connected and disconnected form the pump. The customer was to continue using the current pump for diabetes management while the replacement pump arrived.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Codes pertain to different issue found.